Event description:
It was reported that the 9900 system had an intermittent communication error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface board, fluoro functions board, and the interconnect cable were replaced and the power supply voltage adjusted during the service call. The system was tested and found to be working as intended and put back into service.